Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not yet complete.

Event description:
The event involved a plum 360¿ infuser in which the customer reported that, on an unspecified date, the device was running faster than programmed. There was no observed physical damage on the pump. No other information is available.

Manufacturer narrative:
The device was received for evaluation. The device was tested for timed delivery per procedure and passed the delivery accuracy testing. Device was tested for timed delivery under 600mlhr for 20ml, 400mlhr for 10ml, and 200mlhr for 10ml line a+b. There were no error codes found that confirmed the complaint of a faster than expected delivery. The customer's reported condition was unable to be confirmed.